Event description:
It was reported that the customer received a motor error alarm, as well as a low reservoir alarm. Customer's blood glucose level at the time 19mmol/l. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. No motor error during testing. Unable to confirmed error alarm due several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.